Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 319.99 mcg/day (decreased to 100 mcg/day) via an implanted pump for an unknown indication. It was unknown when the event/difficulty occurred (asked and would not be made available (legal/confidential reason)). The catheter was replaced on (B)(6) 2018 and it would not be returned, customer discarded. It was reported there was extra drug in the pump at refill per patient report. There were no known environmental/external/patient factors that may have led or contributed to the issue and no known diagnostics/troubleshooting performed. The catheter and pump were replaced on the date of this report. The pump would not be returned as the customer refused. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was (B)(6) kilograms and the patient¿s medical history was ¿asked and would not be made available (legal/confidential reason).¿ no further complications were reported/anticipated or expected.